Event description:
It was reported that the pump's touchscreen was cracked and shattered after being dropped, leaving the touchscreen illegible and unusable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to continue using the current pump, utilizing a mobile app for interactions, while a replacement pump with updated software was sent. Instructions were provided on returning the damaged pump and programming the replacement, which the customer acknowledged and understood.